Event description:
An error may occur when a pt study has been selected in the pt browser and the user switches from tree view to single view. After the user presses and holds the control key(ctrl) and selects add'l objects in the single view, objects previously not selected may be deleted during the delete process.